Event description:
It was reported that the customer had an unresponsive keypad/button on the insulin pump. Up arrow button was not responsive. No further details given.

Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. Unit also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.